Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: d9. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. Based on the results of the investigation, the error patterns indicate that the cause for the described issues is the application of excessive force during use of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope's light pole broke off. The event was found during reprocessing. There were no reports of patient harm.